Event description:
It was reported that during a coronary drug eluting stenting procedure, difficulties were encountered upon withdrawal. The lesion being treated was non-tortuous, moderately calcified, 90% stenosis located in the left anterior descending (lad). The vessel diameter was reported to be 3.5 mm. The lesion was predilated with a maverick 2 balloon. The physician attempted to cross the lesion with a taxus express2 8.8% 3.50 x 28 mm drug eluting stent but was unsuccessful. On withdrawal, the stent's distal end struts were lifted from the delivery balloon. The physician chose to replace this stent. The physician completed the procedure by deploying another taxus express2 3.50 x 28 mm drug eluting stent, which crossed the lesion with little difficulty, in the lad. This stent was well positioned and well apposed. No complications or patient injuries were reported. The pt's status is reported to be good.